Manufacturer narrative:
Per the clinic, the patient was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, open circuits were noted. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on february 9, 2024.